Event description:
3/28/2019: modified event description: it was reported that on (B)(6) 2019, an unknown femoral nail was removed due to an unknown allegation and an osteotomy was performed. The hardware came out successfully and a stryker nail was used during osteotomy. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: updated event information provided for reporting. (B)(6) 2019: event date was changed from (B)(6) 2019 to unknown. The event happened post operatively. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an osteotomy on (B)(6) 2019, a femoral nail was removed. A non-synthes nail was used during the osteotomy. The hardware came out successfully. Procedure outcome and patient status are unknown. This report is for an unknown femoral nail. This is report 1 of 2 for (B)(4).